Event description:
It was reported that a few weeks post-implant, increased thresholds were noted. The lead was explanted and replaced when repositioning was unsuccessful. No complications were noted after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.